Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare won't close around the wire. It was reported that no parts of the snare detached inside the patient. The procedure was completed with a hospital supplied snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.